Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. Hospitalization, treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that peritonitis was manifested by cloudy effluent and abdominal pain. At the time of this report, the patient outcome was unknown. Should additional relevant information become available, a supplemental report will be submitted.